Event description:
It was reported that the wing head of the passive fixation lead was broken. The physician used a different lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the field complaint of a lead anomaly was not confirmed in the laboratory. Visual inspection revealed no anomalies in the tines or tip. The lead exhibited normal electrical and mechanical characteristics. No anomaly was found. (B)(4).